Manufacturer narrative:
B3: unknown; no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation including root cause analysis is in progress.

Event description:
It was reported that the device displayed system fault 41622. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The root cause was that the cam flex sensor is defective. Performed preventative maintenance to resolve the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.